Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue". On (B)(6) 2024 , the patient was feeling very tired and ¿seemed a little bit off¿, so she went to bed. Around 3:00am on (B)(6) 2024 , the patient woke up and told her husband that ¿something was wrong¿. The patient looked at her omnipod insulin pump and noticed that she was not getting any cgm values due to a sensor error. The patient then tested her bg meter reading, which was ¿unreadable¿. The patient¿s husband treated the patient with 20 units of insulin and then called emergency medical services. Once ems arrived, the patient¿s bg meter reading was tested, but he could not recall the specific value. The patient was transported to the emergency room. At the ER, the patient¿s bg meter reading was 600 mg/dl. The patient was treated with an IV insulin drip and unspecified antibiotics. The patient had been in the hospital for 1 week and had plans for discharge on the day of report. The patient was in ¿stable¿ condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.